Manufacturer narrative:
(B)(4). Batch # m53z3k. The analysis results showed that one ecr60b reload was received partially fired 1/3. The cartridge reload partially fired is consistent with an incomplete or interrupted cycle. The returned reload loaded into a test ec60a device. The device was tested for functionality in the articulated position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no instrument was returned for analysis.

Manufacturer narrative:
(B)(4). Date sent: 2/19/2016. Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information requested and received: what is meant by the device was stuck? It means that the device started not to work during the 1st stroke of the 2nd firing. It started but did not finish the 1st stroke. Did the knife deploy? Yes what troubleshooting steps were taken to open the device? He slide down the reverse button and fired the firing trigger and compressed the release button. What is meant by manual lever? Are you referring to the firing trigger? I¿m sorry. I mean separating the closure trigger from the handle. How many times was the device reused? It was not reported. Did the hospital reach out to the sales rep. For help during the surgical procedure? The health professional called and the sale rep indicated via phone. Why does the surgeon feel the issue was related to the cartridge and not the device? He thought the first firing was good which means the device was working well. And that made him think that the problem should be with the cartridge. What is the current patient status? The patient is in stable condition. Additional information received: the patient is in stable condition now. The ec60a was discarded as the surgeon thought that the problem should be with the cartridge. Additional information: it was reported that the ec60a was reused but the cartridge was newly-opened.

Event description:
It was reported that during a laparoscopic distal gastric cancer radial procedure, the device was stuck when the surgeon fired the first stroke of the second firing. The reverse button slide down but the jaws could not open. The surgeon finally opened the jaws with the help of laparoscopic tools to pull the jaws and beat the release button with a surgical hammer as well as pulling the manual lever. The device was removed from the tissue. The tissue was cut but not stapled. The surgeon had to convert the surgery to open and hand sewing the tissue. Then another ec60a was used to complete the procedure. The ec60a was discarded as the surgeon thought that the problem should be with the cartridge. The patient is in stable condition now.